Manufacturer narrative:
C-1443 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was submitted as the result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. Following feedback from the field the manufacturing process for this instrument has been amended. Based on this, corin now considers this complaint closed, however, should any new information be provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that there was a defect on the handle of a unity tibial template handle which prevents further safe sterilisation.